Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a recurring power loss and pump error alarm. The customer¿s blood glucose was 9.0 mmol/l at the time of incident. Customer stated that the insulin pump also had a stuck button alarm and the buttons were unresponsive. Customer stated that the insulin pump was not exposed to a change in altitude. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the device trace download. All buttons functioning properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection. Device was monitored and no post-reset ram crc alarm during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.